Manufacturer narrative:
There have been no trends identified related to this type of event. A qual inspection step specifically assesses the integrity of the probe components. As a preventative measure, an additional warning has been added to the instructions for use warning against reuse and severe bending of the instrument.

Event description:
The manos carpal tunnel release sys was used in a carpal tunnel release procedure. During the course of the procedure, the physician removed the probe wire, manually manipulated a bent into the probe wire, reinserted and continued the procedure to completion. The probe broke during use, components were withdrawn. The pt complained of residual pain in her hand. Approximately 2 weeks later, the physician ordered an x-ray which detected a piece of the probe assembly in the pt's hand. Exploratory surgery approximately 4 weeks from the carpal tunnel release surgery the broken probe component was removed. The surgery also revealed an abraded tendon. The physician successfully repaired the tendon during this same surgery.